Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Based on the image review, an inferior vena cava (ivc) filter placed in adequate position with the tip near the l2 vertebral body and below the renal veins. The CT scan shows evidence of filter leg/strut perforation of the vena cava, but without evidence of damage to nearby structures or the presence of a retroperitoneal bleed. Additionally, there is not significant tilt/angulation of the filter. Based on the image review the perforation of the inferior vena cava is confirmed. Therefore, the investigation is confirmed of perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.